Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage closure procedure was being performed. The physician was attempting to perform the transeptal puncture (tsp) with the versa cross connect system and a watchman access system (was) via intracardiac echo (ice) imaging. During the tsp attempt, the physician noted that the patient had developed a pericardial effusion and noted a perforation in the pericardium. The physician made the decision to abort the watchman procedure and administered protamine. No additional interventions were required. The patient was kept overnight for observation and discharged the next day. The procedure will be reattempted in a few weeks.